Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent a heart transplant. The physician cut the leads; however, left the crt-d implanted. The physician ordered tachycardia and bradycardia therapy be turned off. When the device was interrogated, the device was in safety mode. Technical services (ts) discussed that there could have been a lead short during the heart transplant procedure versus cautery too close to the device. No adverse patient effects were reported.

Event description:
Additional information indicated that there was intermittent pacing in the right atrium (ra). The leads had been surgically severed near the junction of the superior vena cava (svc), and the severed tips of the leads were near the ra. A programmer message indicated that the device was in safety mode. The physician inquired how to decrease the pacing voltages or turn off or get the device back out of safety mode. Ts indicated that safety mode was unable to be programmed out and discussed pacing outputs. Ts indicated that tachycardia mode could be programmed off to prevent shocks. It was noted that safety mode in transplant could be potentially dangerous to the patient as the patient could be shocked through the open leads. The physician indicated they will attempt to explant the device. The local field representative indicated that the device functioned appropriately while it was implanted.

Manufacturer narrative:
This device remains implanted and deactivated. If additional information is received, this report will be updated.